Event description:
The customer reported to olympus there was no monitor output/no image while using the high definition camera head. The event occurred during preparation for use. The procedure was completed using a similar device. The intended procedure was transurethral resection of bladder tumor (turbt). There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed/reproduced. The evaluation revealed the following findings: connector part connector deposit, connector part connector crack, defective head imaging pixel, head part free lock lever corrosion, head scope mount corrosion, scratches on the main body of the head (lens), and deposits on the main body of the head. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a communication failure occurred due to deposits on the electrical contacts of the connector, and the image is no longer displayed. The cause of the deposits on the electrical contacts could not be identified. The indicated phenomenon can be prevented by following the contents of the instruction manual about the deposits on the electrical contacts of the connector which states: "the video jacket should be connected to the video system center in a well-dried state, including electrical contacts." "Also, make sure that the electrical contacts are clean before connecting." "Using the unit with wet or dirty electrical contacts may cause malfunction or failure of the unit." Olympus will continue to monitor field performance for this device.